Manufacturer narrative:
One (1) used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #1354288 was returned for the investigation. Leakage at the bond between the female luer to male luer at the distal end of the assembly was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the am6100 during bonding assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint additional information, the product was returned 8/29/2023

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer. It was stated in the report that the product is leaking at the rotating luer connection on smallbore tubing. The event occurred on (B)(6) 2023 at 5:30 am during use on a patient, but unknown how long it was in use. Additionally, the product is available for evaluation and a medication was being used with this product. There was patient involvement, no harm or adverse event reported and no delay in therapy. Total parenteral nutrition, morphine, dexmedetomidine, and versed were infusing at the time the leak was found. There was no obvious defect or crack noted.